Event description:
It was reported that a pt with an ivc filter implanted two wks prior returned complainint of chest pain. CT showed 2 filters legs had perforated cava wall. Filter was removed via internal jugular vein & new filter was placed from removal access site. Dr stated pt was asymptomatic 1 week later on follow-up visit.